Event description:
Nurse called because patient¿s device is not working. Patient unable to charge. Return of pain. The caller reports a loss of therapeutic effect. It was later reported that the patient¿s device was explanted due to overdischarge. The stimulator was explanted on (B)(6) 2014. It was noted that the implantable neurostimulator (ins) battery discharged and would not charge again. Patient wanted to donate the recharger.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3986a, lot# n111032, implanted: (B)(6) 2008, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).